Event description:
It was reported that the customer required treatment by the paramedics for low blood glucose levels. Troubleshooting was performed and the insulin pump passed the lead screw test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.